Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient was dislocated. Surgeon removed the 42 + 9 cup. Added a 9mm spacer. Trialed a +3 and +6 cup. Felt that the 42 +6 cup was stable. Surgeon implanted the 42 +6 cup with a 9mm spacer. Doi: (B)(6) 2018. Dor: (B)(6) 2018; left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Lot number should be unknown. The lot number that was originally reported is captured on (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.